Event description:
The customer reported following boot up the system failed to operate. It is likely the system failed to boot to full functionality. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.